Event description:
B.5: see updated information in h2, h3, h6 and h10.

Manufacturer narrative:
The customer¿s report that the bone transport nail was not distracting was not confirmed based on visual inspection and functional testing. As part of the investigation the entire manufacturing process was reviewed. What was discovered was the shimming fixture during testing was missing a component. Due to the missing component, this resulted in an insufficient amount of axial space for the internal components. This is a manufacturing issue and is being addressed in an internal investigation.

Manufacturer narrative:
No product has been returned for investigation nor were x-rays or ultrasound images provided to confirm the alleged event. It is unknown if patient complied with post-operative physical restrictions.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter the bone transport nail was not distracting. No patient injury was reported.